Event description:
My wife uses a rollator/walker. When she reached for it to move from our kitchen counter, the front wheel assembly fell off, causing her to fall.

Event description:
Additional information received on 3/10/2025 for report number mw5166419. Injuring her shoulder, arm and hip causing soreness and bruising.